Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the patient experienced a broken capsule. Additional information was requested.